Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17685859lb has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #: fg540000, serial (B)(4). Soundstar eco catheter us catalog #: 10439236, lot #: g9059069. (B)(4).

Event description:
It was reported that a male patient, in his mid-60s, underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool smarttouch bidirectional sf catheter and suffered cardiac failure (requiring pharmacologic support and surgical intervention) and death. Patient entered the electrophysiology lab in vt. During induction of anesthesia, the patient went into sinus rhythm. Conversion from vt to sinus rhythm led to drug-refractory hypotension. Procedure was continued. Mapping was performed. After 1 minute of ablation, vt resumed. Patient was cardioverted. Physician was unable to stabilize the blood pressure. While attempting to implant an impella left ventricular assist device (lvad), the patient expired on the table. Physician¿s opinion regarding the cause of the adverse event and the cause of death is that they were related to the patient¿s condition.